Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call high blood glucose levels. Customer¿s blood glucose level was between 500 mg/dl and 600 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injection. Troubleshooting for high blood glucose was performed. Customer advised they had a bent cannula which resulted in high blood glucose levels. Customer declined to troubleshoot. The insulin pump will not be returned for analysis. Infusion set, unomedical infusion set.